Event description:
It was reported, the patient had surgery for other issues and as result the pump got infected. The pump was explanted. The pump had previously delivered morphine and an unknown medication. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. The explant date is approximate. (B)(4).